Event description:
User facility reports an increase in needle stick injuries due to alleged needle retraction failures involving the bd 1ml 27gx1/2" integra tb syringe.

Manufacturer narrative:
No info involving specific events is available.